Event description:
Patient reported obtaining back-to-back blood glucose results (reportedly within 5 minutes) of 584mg/dl, 165mg/dl, 274mg/dl, 455mg/dl and 181mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. Patient noted that medication was taken as normal. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient's control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.